Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Visual and functional tests were performed. One (1) sample was returned for evaluation, the sample was received in unused conditions within the original package. The returned sample was visually inspected at 12? To 16? Under normal conditions of illumination. All results were found to be within drawing specification. Black small stain was detected on tube; the complaint was confirmed. Based on the analysis conducted in the sample provided, the black stain on the tube is within specification. The root cause of the reported issue was not determined.

Event description:
It was reported that during a pre-use check, the customer noticed a black foreign substance was adhered to the product. No patient injury.